Event description:
A (B)(6) y/o man with a history of significant coronary artery disease (status post percutaneous coronary intervention) and metastatic prostate cancer was admitted for repeat percutaneous coronary intervention (B)(6) 2020. On admission, he was found to have significant thrombocytopenia (platelet count of 31 x 1000/ul) thought to be due to thrombotic thrombocytopenic purpura. His troponin levels were slightly elevated above the cut-off value without EKG findings, and attributed to a non-st-elevation myocardial infarction event. He underwent serial plasmapheresis (commencing on (B)(6) 2020) in the hope of reversing the thrombocytopenia. He also developed significant anemia (hemoglobin 6.3 g/dl) during this time, and required transfusion with two units of packed red blood cells. During the fourth plasmapheresis procedure (B)(6) 2020), he suffered a cardiac arrest and was found to have ventricular tachycardia progressing to pulseless electrical activity. After 20 minutes of resuscitation, no return of spontaneous circulation was achieve. The patient was pronounced deceased at that point. The next of kin declined an autopsy.